Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported suspected intracapsular rupture associated with capsular contracture and local pain. This record is for the left side.

Event description:
Healthcare professional reported "complete prosthesis rupture with intracapsular silicone spread". Later, healthcare professional reported "suspected intracapsular rupture associated with capsular contracture and local pain" and "presence of silicone in the periprosthetic capsule with infiltration of muscular tissue: chronic inflammatory state with foreign body-type infiltrate and giant cell reaction". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture and silicone migration: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "complete prosthesis rupture with intracapsular silicone spread". This record is for an unknown side. Device was explanted and it's unknown if it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.